Manufacturer narrative:
The tech found that the brake casters were locking but if they were horizontal of the bed they would ratchet. The tech replaced all brake casters to resolve the issue.

Event description:
The customer alleged that when pulling the pt up in the bed that the bed would move a little when the brake casters were locked. No pt impact.